Event description:
It was reported that the patient presented with bradycardia in ER. No magnet response from device, no telemetry, no async pacing. The device was explanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient presented with bradycardia in ER. No magnet response from device, no telemetry, no async pacing. The device was explanted. Additional information was received, reporting no output, telemetry difficulty and patient dizziness.

Manufacturer narrative:
The information submitted reflects all relevant data received. This device is part of the advisory for this model. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the no output conditions were the result of lifted hybrid bond wires.